Manufacturer narrative:
The device is out of calibration. After re-calibration the device passes all the tests.

Event description:
It was reported that the device had inaccurate readings when the temperature probe showed 42-43 degrees, but the front of the device showed 39 degrees.